Event description:
The customer provided the following information in relation to this complaint: on (B)(6) 2012, the stent was placed in the pancreatic duct using other manufacturer's 0.035 inch jagwire without problem. On (B)(6) 2012, the physician confirmed that the stent perforated the pancreatic duct and the retroperitoneum. The flap part of the stent still remains in the papilla. Some medicine (unspecified) has been administered to the patient. The sales rep obtained information on (B)(6) 2013 as bellow. The stent was removed and the patient's condition is stable. The perforated part in the retroperitoneum is closed now. The administered medicines were an antibiotic and a drug for prevention of dic (naotamin), and they were not administered as of (B)(6) 2013, since it's not the acute phase. The physician involved in this complaint also provided the following feedback: "I don't know the cause of perforation but placement of the stent had no problem." So it's not a device problem.

Manufacturer narrative:
As the device involved in this complaint was not returned, it is not possible to conclusively determine a root cause of this complaint. Information received confirmed no issues with the stent prior to stent placement. There were also no reported issues during the placement of the stent which could have contributed to this event. The patient's condition was confirmed as stable and the perforation in the retroperitoneum was closed. As per the instruction for use (IFU) for this device, IFU 18922/0410, 'perforation' and 'trauma to the pancreatic tract or duodenum' are stated as potential complications associated with the placement of this device. As per ifu18922/0410, the tapered tip end of the stent must be positioned in the pancreatic duct while the other end remains in the duodenum. This device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended. The device involved in this complaint was indwelling for approx 2 weeks. From the limited initial information received it appears the device was placed in accordance with the IFU. As per instruction for use (IFU), this device is used to drain obstructed pancreatic ducts. As the lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the relevant manufacturing records. Prior to distribution, geenen pancreatic stent sets are subjected to visual inspection and functional checks to ensure device integrity. No corrective action is warranted at this time. The device involved in this complaint was not returned for evaluation, therefore this complaint remains unconfirmed. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.